Event description:
Add'l ifno received on 1/15/97 indicates malfunctioning penile implant with malposition of the pump, inability to pump and deflate the device and pain at the distal tip of the penis due to protruding cylinders laterally.